Event description:
Information was received from the national death index noting that the underlying cause of death was a sequelae of stroke, not specified as hemorrhage or infarction. The patient was noted to have hemiplegia, acute myocardial infarction, and senility.

Event description:
It was reported by a physician that a vns patient was deceased. The patient passed away at a hospital, and was a resident of a group home facility. An online obituary found the patient had died (B)(6) 2017. Additional relevant information has not been received to-date.

Event description:
Follow-up from the hospital where the patient expired provided that the patient presented to the ER from hospice. She presented with respiratory distress. She was experiencing respiratory difficulty which was new for her and she was complaining of chest pain that had a bradycardia episode, developing to a heart attack. The patient declined into respiratory failure, agonal respirations, and eventually cardiopulmonary arrest.